Event description:
In a laparoscopic vertical gastro-plasty procedure when the jaws of an i60 stapler were closed the anvil of the device broke. The procedure was completed by use of another i60 stapler.

Manufacturer narrative:
The i60 stapler was found to have a broken anvil as had been alleged. The root cause is unknown. Evaluation summary: first unit worked as intended. Second unit had broken anvil. Three reload were fired through a staple line. Four performed as intended.